Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 6 months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. The patient also presented with mobility. The clinician states that the implant did not integrate. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. The patient also presented with mobility. The clinician states that the implant did not integrate. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 6 months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. The patient also presented with mobility. The clinician states that the implant did not integrate. There were no reported patient injuries or complications.